Event description:
It was reported that three ez45b's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that all three staples had malformed staples. The surgeon stapled again with another stapler to complete the case. There was no consequence to the pt.